Manufacturer narrative:
Thermogard xp ivtm system (sn (B)(4)) was evaluated by zoll services at the customer site. The customer reported complaint for the thermogard displayed error message tcmid:05 (coolant diff failure) was confirmed during the event log review but not during the initial functional test. The root cause was determined to be the intermittent functioning of lm-34 temperature sensor due to normal wear and tear. The thermogard console is a reusable device and was manufactured in november 2011 and is almost 9 years old, well beyond its expected serviceable life of 5 years. Visual inspection was performed and noted no damage upon review. The event log was reviewed and confirmed the occurrence of the tcmid:05 error message on the customer reported event date. The lm-34 temperature sensor was replaced to address the tcmid:05 error. The thermogard xp ivtm system passed the initial functional testing, unable to duplicate the customer reported complaint. Following the repair, the thermogard console was tested and passed all the testing criteria and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard xp ivtm system with sn (B)(4).

Event description:
During self test, the thermogard console (sn (B)(4)) displayed tcmid: 05 (coolant diff failure). Patient use information was requested but no additional information was provided, therefore patient use is unknown.